Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Facility address is not provided for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a soft lock part is broken. No patient was involved. This report is for one (1) reduction forceps w/ serrated jaw-medium handle-soft ratchet. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device history record (DHR) not available as device is older than 17 years. At this time, the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which were in place till august 2014. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.